Event description:
X-rays taken during a scheduled post-op visit on (B)(6) 2013 revealed unilateral loosing of two illico set screws. The set screws remained engaged within the mating polyaxial screw head however allowed the rod to slightly migrate towards the patients sacrum. Revision surgery to remove and replace both the rod and set screws was performed (B)(6) 2013 without issue. During the case it was discovered that neither set screws appeared to have undergone the required 100 in-lbs final torquing process. The illico mis posterior fixation system was originally implanted in (B)(6) 2012.

Manufacturer narrative:
An evaluation of the suspect device revealed no anomalies. Performance testing/calibration verification confirmed the 100 in-lbs torque wrench continues to deliver the required amount of torque to securely imprison both the rod and set screws within the illico construct. Both the surgical technique and instructions for use provide directions and warnings as to the proper set screw final tightening process. Surgical technique lit-83210 page 14 instructs the user to utilize the supplied 100 in/lb torque wrench. Turn the t-handle clockwise. Final tightening is achieved when the t-handle audibly clicks. Instruction for use, ins-028 states; warnings: it is critical that set screws are turned to the proper torque values as recommended in the surgical techniques, using the instruments provided. Intraoperative management: the final operative procedure with polyaxial screws must include tightening of set screws to 100in-lb torque value with the instruments provided. The illico mis posterior fixation system is intended to facilitate the surgical correction of noncervical spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. When used for a minimally invasive posterior approach illico mis instrumentation is used in conjunction with polyaxial screw components. (B)(4).